Event description:
The affiliate reported the customer alleged four employees experienced symptoms while working in the vicinity of the sterrad100s sterilizer. This report is for the second employee eo who reported throat issues and asthma like symptoms (wheezing) and tingling lips lasting for over 24 hours while working in the vicinity of the unit. It is unknown if medical attention was sought.

Manufacturer narrative:
Human reaction. The field service engineer visited the hospital. He was told there was a strong smell and the staff experienced itching skin. The oil mist filter and converter were replaced. The fse ran the vacuum motor and found no odor. The customer ran a test cycle and the sterrad met manufacturer's specifications. This is one of four 3500a reports being submitted. Please reference manufacturer report number: 2084725-2009-00483, -00485, -00486.